Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter was displaying three dashes. Per the one touch ultra owner's booklet, this message appears if the meter has not been coded. If the message appears at any time after the first time, the meter was coded number has been lost. The test results stored in the meter memory may be out of order. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged message began to appear on the morning of the same day, after the subject meter's battery had been replaced. The cca noted that the pt manages his diabetes with insulin; however, it is not know what action the pt took regarding his diabetes management as a result of the issue. Approximately 30 minutes after the issue began; the pt claimed he felt shaky. The pt reported treating self with orange juice. At the time of troubleshooting, the cca confirmed that the subject meter had been previously coded and the pt was not seeing the dashes when accessing the meter's memory. The cca walked the pt through successfully coding the meter. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly, developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.